Event description:
The pt rec'd his scs system on (B)(6) 2007. It was reported when the pt tried to increase amplitude, the stimulation was turning off. The sjm rep determined there were two contacts that were invalid with high impedance on the pt's lead. The pt was reprogrammed and stimulation coverage was obtained.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.